Manufacturer narrative:
(B)(4). The device history record for the reported lot number, m5096t503, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers).

Event description:
It was reported that after changing the 6fr in-line suction catheter device on the respiratory circuit and endotracheal tube the ventilator displayed a reading a loss of volume and the end tidal co2 monitor nonfunctional. The patient maintained oxygen saturation levels within the 90% range and the heart rates varied from 120 beats per minute to 130 beats per minute during the initial portion of trouble shooting of the ventilator by the respiratory therapist. During this time prolonged oxygen bagging of the patient was accompanied by bronchospasm of the patient with poor aeration. The doctor was called to the bedside as the ventilator and end tidal co2 monitor continued to malfunction and the patients aeration remained decreased. Multiple prn, as needed medications, were administered and eventually a paralytic medication was administered to compensate for the increased ventilation and the use of bronchodilation medications in an effort to provide improved aeration. Once the in-line catheter was exchanged out the issues with the ventilator and end tidal co2 were resolved.